Event description:
Customer reported an issue with the a5 anesthesia delivery system which may have affected anesthetic agent delivery. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the sys and advised the customer to replace the system's vaporizer.